Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device follow up, it was observed during testing that ventricular pacing resulted in atrial capture. Also, the ventricular lead was sensing p waves. The lead was programmed off. Lead revision was discussed. There were no symptoms associated with the event.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, sensing anomaly, failure to capture and sense. As received, a partial lead was returned in two pieces. The reported events of inappropriate capture, sensing anomaly, failure to capture and sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to accurately measure the helix extension length due to procedural damage to the helix. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2020 due to failure to capture and sense the ventricle. The patient was stable before, during, and post-procedure.

Event description:
New information states that the lead was noted to be fractured.